Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. After the jaws were opened by force the sheath broke, exposing the knife. No patient injury occurred or medical intervention was required. Another device of the same type was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one lf1837 ligasure device was received, and an evaluation of the sample could not confirm the reported issue. Visual inspection found eschar on seal plate and in jaw knife track. Mechanical testing found the jaws operated properly and the knife blade deployed smoothly. There was no knife blade exposure. The knife cut with acceptable results and no damage was found on the blade. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.